Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal case, a piece of the plastic expandable hub broke off into the patient. The piece was retrieved using the graspers and the case was completed. There was no patient injury.